Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no harm to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, but was able to verify the reported issue logged in the device¿s memory. Inappropriate battery switching was also observed in the memory log. The cause of the issue could not be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.